Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads during visual inspection. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms were noted. No battery alarms were noted during testing. However, the pump had light corrosion noted in battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and corroded battery tube threads. The customer's blood glucose reading was 599 mg/dl. The customer treated with a manual injection. The customer was advised to inspect the battery compartment for corrosion. The customer also stated that the no delivery alarm also occurred but have been resolved. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.